Event description:
It was reported that during a surgery, the physician had difficulty disengaging the set screw inside the rod holder. After the case, it appeared the set screw was locked inside the rod holder.

Manufacturer narrative:
Additional relevant information will be provided when the device evaluation is completed.